Event description:
It was reported that this patient expired on the day this pacemaker was implanted. The cause of death was listed on the death certificate as myocardial infarction, coronary artery disease, and hypertension. No allegations were made against device function. The device was not explanted post-mortem.